Event description:
Consultant reports removal of hardware due to necrosis of the skin over the original surgery site of the first metatarsal, right foot. Date of implantation is unknown. Surgeon removed the 2.4/2.7mm va locking navicular plate and 2.7mm va locking screws, self-tapping, and placed a wound-vac on (B)(6) 2013. It was noted the plate was partially exposed prior to removal. Surgery was successfully completed. This report is on the plate. This is 1 of 5 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). Additional pro code: hwc. A review of synthes device history records for lot # 6665490 revealed the 2.4mm/2.7mm va-locking navicular plate, was manufactured in monument. Wo #2643183, dated (B)(4) 2011, for (B)(4) parts, was inspected to the synthes final inspection sheet number (B)(4) revision (B)(4) on (B)(4) 2011, the product conformed to all requirements. (B)(4) parts were released to the warehouse on (B)(4) 2011. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.